Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Air embolism is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Based on the information reviewed, a cause for the reported air embolism cannot be determined. The additional therapy/non-surgical treatment (unexpected medical intervention) was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
This is filed to the report air embolism. It was reported the mitraclip procedure was performed to treat grade 3-4 functional mitral regurgitation (mr). When the steerable guide catheter was inserted and reached the left atrium, air was observed in the ascending aorta. A pigtail catheter was advanced into the aorta and the air was aspirated. The mitraclip procedure was continued, two clips were implanted, reducing mr to <1. No additional information was provided.